Manufacturer narrative:
Error determined to be cause by leak from heat exchanger and not due to a malfunction of the heater-cooler.

Event description:
User reported blood leak from heat exchanger into the heater-cooler. There was no patient harm.